Event description:
It was reported that the right ventricular lead was unable to capture and had variable thresholds. The helix screw was unable to retract in order to reposition the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.